Manufacturer narrative:
Unit had unresponsive act button due to corroded keypad traces. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer did not recall any significant events leading up to the error alarm. Customer also reported that a previous button error alarm occurred that she was able to clear with a battery change. Blood glucose level at the time of the incident was 447 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.